Event description:
It was reported the device exhibited a force sensor test issue. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found contamination on the inside of the plunger head assembly. Force sensor test errors were found in the device's event history log several times. To conduct functional testing the device was powered up. Upon review, the reported problem was duplicated, the force reading does not change when pressure applied to force sensor. It was determined that the root cause was due to the fluid ingression, contamination, and corrosion on the inside of the plunger head assembly. The plunger head assembly was replaced. B3: unknown.